Event description:
It was reported that the pump dispensed all of the insulin during the load cartridge step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number - 2531779-03/24/2010-003-r. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step did not recognize the filled cartridge and dispensed fluid, emitting a "no cartridge detected" warning. Evaluation revealed an out of calibration force sensor and a dislodged display screen and fully dislodged force sensor pins. Unrelated to the complaint, the display screen was found to be miscolored.